Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-17506. The patient received 2 scs leads with the same lot number. It was reported the patient's scs system has been explanted. The reason and date of the procedure are unknown.

Event description:
Device 2 of 2.reference MFR. Report: 1627487-2013-17506.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.